Manufacturer narrative:
An event regarding dislocation involving an adm liner was reported. The event was confirmed. Method and results: device evaluation and results: visual inspection noted damage on the rim consistent impingement between stem neck and cup rim. Dimensional inspection: the inner and outer spheres could not be measured due to damage consistent with use. The remaining measurements were found to be dimensionally compliant. Medical records received and evaluation: a review of the medical records by a clinical consultant concluded: x-rays confirm the intraprostatic dislocation in 2014 prior to revision surgery when a new mdm liner system was apparently implanted. Component position looks adequate on x-ray. Explant pictures confirm a rather rough scratched surface of both (mathys) metal femoral head and stryker mdm metal liner which are probably the result of metal-metal contact between femoral head and metal liner after dislocation and thus a secondary effect. The poly mdm liner has a rim ¿dimple¿ which is very characteristic for impingement between stem neck and cup rim. Patient-related factors for suboptimal neuromuscular control including past stroke, dementia and cataracts (bilateral loss of visual acuity) together with an acute adverse maneuver in the hip contributed to an overload condition of the hip that in combination with the design characteristic of the device caused an intra-prosthetic dislocation. The irreducible nature of the dislocation is a procedure-related design characteristic while there are no device-related factors evident from the available material. As such, this pi case is not device-related. Device history review: the reported device was manufactured and accepted into stock with no reported discrepancies. Complaint history review: there have been no other events for the reported lot. Conclusions: a review by a clinical consultant concluded that patient-related factors for suboptimal neuromuscular control including past stroke, dementia and cataracts (bilateral loss of visual acuity) together with an acute adverse maneuver in the hip contributed to an overload condition of the hip that in combination with the design characteristic of the device caused an intra-prosthetic dislocation. The irreducible nature of the dislocation is a procedure-related design characteristic while there are no device-related factors evident from the available material.

Event description:
It was reported that patients right hip dislocated after bending down , the patient had a stryker mdm cup insitu and mathys twinsys stem. The patient had a primary hip in approx 2008, he dislocated, the hip was revised on (B)(6) 2012 at (B)(6), the stem was left insitu (mathys twinsys) the cup was revised too a stryker mdm, the patient continued too dislocate , and presented as above with a dislocated hip

Event description:
It was reported that patients right hip dislocated after bending down , the patient had a stryker mdm cup insitu and mathys twinsys stem. The patient had a primary hip in approx 2008, he dislocated, the hip was revised on (B)(6) 2012 at (B)(6), the stem was left insitu (mathys twinsys) the cup was revised too a stryker mdm, the patient continued too dislocate , and presented as above with a dislocated hip

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.